Event description:
Customer reported towards the end of a routine left heart procedure when exchanging catheter, met resistanc. After several attempts to clear the resistance, changed out the wire. Upon removing the original wire, realized it was fractured. New wire inserted and upon advancement, the patient became emergent and the procedure was stopped. No adverse reaction, the patient is fine.